Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) , product type recharger h3. Analysis found that there was a recharge antenna failure, poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6) , product type: recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date year is valid. Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they have been having a lot of problems with charging their implant. Patient stated that the controller keeps saying that the battery is low even when it is charged. Patient clarified that when they are trying to charge the implanted neurostimulator, it takes like an hour and a half just to get it up to 10%. Patient mentioned that the issue stated about a month ago. Patient mentioned that they were sent a recharger in february and that helped for a while. Patient also mentioned that the paddle is starting to get hot when charging implant. During the call agent had patient remove the battery pack from the controller and inspect the equipment for damage. Patient did not see any visible damage to the recharger. Patient then started a recharging session and reported seeing recharging excellent. After a few minutes, the charging was terminated. The issue was not resolved. A replacement recharger was sent out.